Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens -18.00/+3.0/070 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the patients left eye (os). There was no patient injury. The lens was replaced during the same surgery with a longer lens and the problem was resolved. The cause of the event was due to the device, the lens got stuck with plunger and damaged during implantation.